Event description:
There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction to the previously submitted report. Updated fields: h2, h11. Corrected field: b5. Correction is being made to previously submitted b5. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the investigation results, the malfunction is likely due to the following- nozzle had corrosion, with the most probable cause traced to a component failure and auxiliary water channel contained foreign objects, for which the most probable cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope¿s auxiliary water channel contained foreign objects and the nozzle exhibited corrosion.